Manufacturer narrative:
H10: the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised latest version of service manual is version r. The hospital biomed had attempted to swap power cords. The biomed crosschecked and confirmed no 24 volts across the brown and orange wires on the power management board molex connector as suggested by rse. The rse provided part ID of power supply. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on (B)(6)2023, (B)(6)2023 and (B)(6)2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
It was reported by customer biomed the v60 would not power on. Not in clinical use and no reports of patient/user harm or injury. Investigation is ongoing.